Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Received information the lead dislodged. A revision surgery is planned. (B)(6) 2014 - this lead was explanted and replaced with a similar lead. The hospital discarded this lead.